Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having issues with infusion set and sensor. The customer¿s blood glucose level was 42 mg/dl at the time of incident. The customer declined to trouble shoot for low blood glucose levels. The customer was assisted with trouble shooting sensor and infusion set. Auto mode was not mentioned if it was in use. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.